Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
It was reported that there was an unspecified product quality issue with an intra-aortic balloon (iab). There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). Initial reporter occupation: senior buyer , supply chain. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.